Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. The insulin pump was received with stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to remove the insulin pump's battery cap. Customer's blood glucose level was 600 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.